Event description:
It was reported the impedance was low, at 130 ohms. A possible insulation issue was discussed. The patient has a slow underlying rhythm, in the 40 bpm range. The physician stated the lead needed to be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.